Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead, right-ventricular (rv) revision surgery as previously upon interrogation it was noted that the ra and the rv lead exhibited noise oversensing. As a resolution the ra and the rv lead were explanted and replaced on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned stretched in one piece for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located at 21.3 cm to 22.2 cm from the distal tip, consistent with another device or patient anatomy. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zones. Electrical testing did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage. All other damages noted are consistent with procedural damage.